Event description:
A (B)(6) female pt's son called zoll customer support to report that the pt's monitor case was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (damaged monitor case) was confirmed. Upon investigation the monitor failed the incoming pulse test. The monitor fired a 190.8j negative monophasic pulse during the detect and treat sequence. However, the unit was able to wire a single 150j pulse during the communication test system pulse test. The mono-phasic pulse is suspected to be caused by a faulty defibrillator control module; however, the root cause investigation was unable to be completed, due to obsolescence of device components. In addition the monitor's case was cracked and the end cap was separated from the monitor. The root cause for the damaged monitor case was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the defective monitor. The pt received a replacement monitor.